Event description:
It was reported that the right ventricular (rv) lead exhibited an episode of high impedance that was not reproducible in the clinic. The patient underwent an echocardiogram, and a small pericardial effusion was discovered, which was thought to be the cause of the impedance spike. The patient will continue to be monitored, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies were found.